Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the cervical ipg site. Tenderness starts medially and radiates to midline of lumbar spine. Patient has pain that radiates up to occipital area of head causing headache. As a result, surgical intervention may take place at a later date to address the issue.